Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot.. Based on all available information, the reported slda appears to be due combination challenging patient anatomy. Lastly, the reported additional therapy/non-surgical treatment was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted in a centro-medial location, reducing mr to 2. All devices were removed and final transesophageal echocardiography (tee) was performed when it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The patient was prepped again and a second clip was implanted medially to stabilize the slda clip, reducing mr to 1. Per the physician, the slda was due to the uneven thickness of anterior and posterior leaflets there was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.